Manufacturer narrative:
A review of lot c351 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #17: return pressure, and pressure dome membrane leak and no trends were detected for these complaint categories. Alarm #17 was investigated through CAPA (B)(4). This CAPA has been closed. Pressure dome membrane leaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). The assessment is based on information available at the time of the investigation. The kit has not yet been returned at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).

Event description:
Customer reported a return pressure dome leak during a procedure. Customer stated they were getting return pressure alarms so they flushed the access line and resumed the procedure. However, at this point in the procedure the return pressure dome came off and leaked blood on to the instrument. Customer stated they have aborted the procedure with no return of blood/product to patient. Patient was reported to be in stale condition. Customer stated no one was splashed with blood/product due to the pressure dome leak. Customer service specialist asked if there were any alarms prior to the blood leak, customer stated they had been having issues with patient's access, but it was a positional issue. Css asked customer if service would be needed. Customer stated no, they have cleaned up the instrument. Customer stated they will call back if service is needed. No service order was generated. The kit will be returned for investigation.